Manufacturer narrative:
Pump powered up properly and no blank display noted. Pump received with normal operating currents. No damage found on the lcd isolation tape noted. Unit alarmed compromised force sensor during prime/delivery test at four pounds due to faulty force sensor resistor. Pump received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched lcd window, cracked lcd window, and scratched reservoir tube window. (B)(4).

Event description:
Customer reported via phone call to have received excessive compromised forced sensor alarms. Customer reported that drive support cap appeared normal. Customer reported that display screen was blank. Customer's blood glucose was unknown. Customer was advised that insulin pump would need to be replaced.